Event description:
During the device evaluation, an lcd panel burn-in was observed in the monitor. There was no patient involvement.

Manufacturer narrative:
Based on the completed investigation, the root cause of the malfunction could not be definitively determined. However, the issue is likely attributable to component damage. Should any additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.